Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a history of right branch bundle block (rbbb). The length of the membranous septum was 6.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. The patient went into a complete heart block and the conduction returned to baseline rhythm in approximately 15 seconds. During the procedure, an abbott, temporary pacemaker was used, and the valve was able to be implanted at a depth of 4.5mm on the non-coronary cusp (ncc). Then the patient went into a complete heart block again but returned to baseline rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant approximately 9 hours later, the patient was observed with normal sinus rhythm and deemed to receive an abbott permanent pacemaker. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.